Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue.

Event description:
It was reported that a 500 ml pvc bag had black particulate matter inside of the bag. It is unknown at what step of the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; however, a picture of the sample was provided. Photographic inspection observed black particles in the bag. This confirmed the reported condition. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.